Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure that included a thermocool® smart touch® sf uni-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis and medical intervention. During an atrial fibrillation case, an adverse event occurred. In the middle of the case, a pericardial effusion was discovered and confirmed on intracardiac echocardiography (ice) using the soundstar catheter. The patient's blood pressure dropped. No other patient symptoms. The catheters were removed, pericardiocentesis was performed and approximately 350 ccs of fluid were drained until bleeding stopped on its own. Protamine was given. The patient was stable at the time of the call. The physician hypothesized that when going transeptal, they were using an agilis sheath and he believed the effusion was due to the wire in the appendage. The physician's opinion on the cause of this adverse event was procedure related, while using a non-bwi product (toray guidewire). The effusion was diagnosed immediately after going transseptal during the procedure. Patient has fully recovered (no residual effects). The patient stayed overnight which may have been the plan regardless before the procedure. The procedure was ended early and not successfully completed. However, ablation was completed (cavotricuspid isthmus (cti) line was completed but left sided pulmonary vein isolation (pvi) was not). No concerns with bwi products from physician perspective, other than the fact that the quality of the image from the ice catheter was poor (likely due to a thick interatrial septum) and no fluoroscopy was used to confirm location other than ice. Transseptal was performed with brk extra sharp needle with agilis sheath and toray wire.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 18-oct-2023. The device evaluation was completed on 27-oct-2023. It was reported that a patient underwent an atrial fibrillation ablation procedure that included a thermocool® smart touch® sf uni-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis and medical intervention. During an atrial fibrillation case, an adverse event occurred. In the middle of the case, a pericardial effusion was discovered and confirmed on intracardiac echocardiography (ice) using the soundstar catheter. The patient's blood pressure dropped. No other patient symptoms. The catheters were removed, pericardiocentesis was performed and approximately 350 ccs of fluid were drained until bleeding stopped on its own. Protamine was given. The patient was stable at the time of the call. The physician hypothesized that when going transeptal, they were using an agilis sheath and he believed the effusion was due to the wire in the appendage. The physician's opinion on the cause of this adverse event was procedure related, while using a non-bwi product (toray guidewire). The effusion was diagnosed immediately after going transseptal during the procedure. Patient has fully recovered (no residual effects). The patient stayed overnight which may have been the plan regardless before the procedure. The procedure was ended early and not successfully completed. However, ablation was completed (cavotricuspid isthmus (cti) line was completed but left sided pulmonary vein isolation (pvi) was not). No concerns with bwi products from physician perspective, other than the fact that the quality of the image from the ice catheter was poor (likely due to a thick interatrial septum) and no fluoroscopy was used to confirm location other than ice. Transseptal was performed with brk extra sharp needle with agilis sheath and toray wire. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and during the analysis, a 106 error was displayed on the screen due to an open circuit in the tip area. A manufacturing record evaluation (mre) was performed for the finished device 31123307l number, and no internal actions related to the reported complaint condition were identified. Based on the completed mre, the manufactured date and expiration date have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated with appropriate information. The physician's opinion on the cause of this adverse event was that it was procedure related while using a non-bwi product. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref: (B)(4).